Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-extension, upn: m365sc3138250, model: sc-3138-25, serial: (B)(6), batch: 7070391; product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 7079539/7079870/7079892/7079905; product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 368713; product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 506110.

Event description:
It was reported that the patient was experiencing pain at the site where the extensions were located. The patient underwent a revision procedure wherein the ipg and extensions were replaced. The patient was doing well postoperatively. The explanted devices will not be returned as they were discarded by the medical facility.